Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed glucose result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed glucose result was obtained on a patient sample. The result was not reported to the physician. A repeat was run immediately and an above normal range result was obtained and reported. Patient treatment was not reported to have been altered. There was no report of adverse health consequences as a result of the falsely depressed glucose result.